Event description:
Additional information was received that the explanted lead was discarded and is not available for return. No other relevant information has been received to date.

Event description:
The patient's implant card was received, noting the patient underwent a battery replacement due to high impedance. Additional information was received that the high impedance was first seen during the patient's battery replacement. Even after a new generator was placed, the high impedance persisted. When the patient's lead was replaced roughly one week later, the impedance was seen to be within normal limits. The explanted lead has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.